Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure to treat a target lesion in the proximal left anterior descending artery, a 3.25 x 15 mm nc trek dilatation catheter was advanced to the target site for post dilatation of a stent. After the second inflation at 20 atmospheres, the nc trek would not deflate. Negative was pulled several times; however, the balloon would still not deflate. Some resistance was noted during withdrawal, with the guide catheter, as the balloon did not deflate. The physician then slowly pulled the inflated balloon back into the 8 french guide catheter and out of the patient anatomy. There was no adverse patient effect and no clinically significant delay. No additional information was provided

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulties were not confirmed. The balloon was returned loosely folded. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.